Manufacturer narrative:
Customer reported that a pyxis anesthesia es system displayed error message "device not detected on bus" which resulted in the drawer not opening. The customer attempted to recover device by rebooting and recovering the drawers but was unsuccessful. Drawer failure caused a delay in accessing medications and patient was moved to another operating room which resulted in a delay to the start of the procedure. There was no reported patient or user harm. This event is recorded on complaint number (B)(4). A field service technician evaluated the device and found drawer failure warning and rebooted device. Drawer tested and functioned as normal.

Event description:
Customer reported that a pyxis anesthesia es system displayed error message "device not detected on bus" which resulted in the drawer not opening. The customer attempted to recover device by rebooting and recovering the drawers but was unsuccessful. Drawer failure caused a delay in accessing medications and patient was moved to another operating room which resulted in a delay to the start of the procedure. There was no reported patient or user harm.